Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced lower extremity weakness from thoracic paddle leads. No other information was given. Additional information has been requested, a f/u report will be sent if additional information becomes available.